Manufacturer narrative:
Hematoma significantly increased the risk of contracture (handel, et al.2006). ¿breast hematoma is one complication in which the risk factors remain unknown. Hematomas frequently present within the first week after surgery, with significant pain and breast enlargement. Breast hematomas may acutely become large enough to warrant surgical drainage and hemostasis.¿ (j. Collins, and verheyden, 2012. Incidence of breast hematoma after placement of breast prostheses. Copyright ©2012 by the american society of plastic surgeons. Doi: 10.1097/prs.0b013e3182402ce0). Hematoma is a complication often associated with surgery and has been reported following breast implantation. Franck duteille, *michel rouif, sophie laurent, and máirín cannon, 2014. Five-year safety data for eurosilicone¿s round and anatomical silicone gel breast implants. Plast reconstr surg glob open. 2014 apr; 2(4): e138. Doi: 10.1097/gox.0000000000000082). ¿the incidence of breast hematomas following breast augmentation is estimated to range from 1% to 6%, and hematomas remain one of the most common complications along with capsular contracture and seroma formation.¿ kjøller k, ho¨lmich lr, jacobsen ph, et al. Epidemiological investigation of local complications after cosmetic breast implant surgery in denmark. Ann plast surg. 2002;48:229¿237; pinsolle v, grinfeder c, mathoulin-pelissier s, faucher a. Complications analysis of 266 immediate breast reconstructions. J plast reconstr aesthet surg. 2006;59:1017¿1024; codner ma, mejia jd, locke mb, et al. A 15-year experience with primary breast augmentation. Plast reconstr surg. 2011; 127:1300¿1310). -the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: hematoma is a collection of blood within the space around the expander, and a seroma is a build-up of fluid around the expander. Having a hematoma and/ or seroma following surgery may result in infection and/or capsular contracture later on. Symptoms from a hematoma or seroma may include swelling, pain, and bruising. If a hematoma or seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small hematomas and seromas, some will require surgery, typically involving draining, and potentially placing a temporary surgical drain in the wound for proper healing. Device rupture also can occur from surgical draining if there is damage to the implant during the procedure. Rarely, hematomas/seromas may be due to leakage of the injected saline into the potential tissue space between the expander and the overlying skin. If significant, they may require careful aspiration (with risk of balloon puncture) or drainage. Small seromas usually do not compromise the process of expansion. Device history review was not possible due to the lot number being unobtainable.

Event description:
Switzerland. Literature case ¿ according to the publication "first experience from 200 cases with a new breast tissue expander for multi-stage pre-pectoral breast reconstruction after mastectomy", two cases of hematoma were reported involving motiva flora tissue expanders. Both events necessitated replacement of the devices. No additional clinical details were provided in the article.

Manufacturer narrative:
1. Overview the quality department (pms) received a complaint involving a motiva® device. Further details are provided in the cq ¿details¿ section. 2. General conclusion ¿ device involvement: a causal relationship between the reported event and the device has not been established. ¿ event characterization: the event was classified as hematoma 3. Clinical confirmation upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. Root cause analysis this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. 4. Dfu and labeling evaluation the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: hematoma - if a hematoma or seroma occurs, it is usually soon after surgery; however, it can also happen at any time. The blood/fluid that causes a hematoma/seroma is usually reabsorbed back into the body. However, if it becomes clinically significant, management may consist of needle aspiration or surgical drainage, usually by reopening the incision made during breast surgery. Gross post-operative hematoma, manifested by enlargement, tenderness, and tissue discoloration, may lead to device extrusion if untreated. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Literature reference: hematoma significantly increased the risk of contracture (handel, et al.2006) ¿breast hematoma is one complication in which the risk factors remain unknown. Hematomas frequently present within the first week after surgery, with significant pain and breast enlargement. Breast hematomas may acutely become large enough to warrant surgical drainage and hemostasis.¿ (j.collins, and verheyden , 2012. Incidence of breast hematoma after placement of breast prostheses. Copyright ©2012 by the american society of plastic surgeons. Doi: 10.1097/prs.0b013e3182402ce0) 5. Device history record (DHR) review device history review was not possible due to the lot number being unobtainable 6. Trend and signal monitoring the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: ¿ no adverse or unexpected trends related to device rupture have been identified. ¿ no further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.